Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a strata nsc valve was explanted on (B)(6) 2015 due to high run off pressure. According to the report, when the pressure level setting was checked, it could not be accurately read. It was also reported that there was no injury to the patient.

Manufacturer narrative:
The returned product was patent. It met the requirements for reflux, pressure-flow, pre-implantation and leak testing. Therefore the condition of the complaint could not be verified by laboratory personnel. The valve was able to be adjusted to all performance levels within a single attempt. The performance level settings did not spontaneously change during testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.